Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient went to the restroom during the night and she was disoriented. The blood glucose result was 1.3 mmol/l. The patient's husband called the emergency doctor. The emergency doctor treated the patient with glucose orally with grape sugar. The patient did not go to the hospital. The infusion device was requested to be returned for product evaluation.